Manufacturer narrative:
(B)(4). If a particle was to be left in-situ the worse case scenario would lead to localized foreign body reaction. The sample has not yet been received for evaluation. A follow-up report will be submitted once it is received and evaluated.

Event description:
A black particle was seen in the solution after reconstitution.